Event description:
It was reported that during a procedure, after placing the thermo cool nav catheter and the acu nav catheter, mapping was conducted on coronary sinus, left atrium by fam (obtained complex fractionated atrial EKG (cfae) map and his tag). Ablation was started by 35w for 60 seconds after mapping. As the blood pressure dropped during ablation at the posterior wall, the physician checked by the echocardiogram and the electrocardiographic and confirmed it the cardiac tamponade. Drainage was performed and then the procedure was finished.

Manufacturer narrative:
(B)(4).